Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported issues with micrometer during calibration setup and customer was advised to use the glass normal to check the micrometer calibration which met specifications. However when used on pmma, different measurements were received and customer would like to have their system checked. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. During a phone call the fse (field service engineer) advised customer to use the glass normal to check the micrometer calibration, met specifications. The root cause could be determined as user handling. The manufacturer internal reference number is: (B)(4).